Event description:
It was reported that the patient's blood glucose level reached 24.7 mmol/l (444.6 mg/dl) and that there was insulin leaking noted at the site. The pod was worn between 37 and 48 hours on the arm. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.